Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation papers allege pain and discomfort in his left hip causing potential unnecessary and additional surgeries, diminution in eaming capacity, lost wages, medical monitoring expenses, emotional distress, loss of enjoyment of life, metallosis exposure and other injuries presently undiagnosed. Update: (B)(6) 2011 - plaintiff's preliminary disclosure (ppd) form and implant sticker sheet received and attached to the file. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2014 - sales rep reported revision surgery. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(6) 2014. Update rec¿d (B)(6) 2014 - medical records received. Upon revision fretting was noted. The stem remains in situ. The adapter sleeve and femoral stem are now being added to the complaint. This complaint was updated on: (B)(6) 2014.